Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode after a patient underwent a magnetic resonance imaging (MRI) procedure. Abbott technical support was contacted, however, they were unable to confirm if MRI settings had been enabled on the device prior to the procedure. The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.